Event description:
It has been reported that knee was revised due to femoral implant loosening and lytic lesion in femur. Insert was found to be loose and very worn as a result. When removed the anterior insert locking "lip" was found to be broken.